Event description:
Noted that the cuff of the bivona custom made endotracheal tube was not holding the 1 ml volume of water noted from the previous day. Clinicians needed to add 0.5 ml to the cuff. The infant developed sepsis and died a few days later. It is unknown if this was related to respiratory issues.